Event description:
Additional information reported the patient had received assistance from their doctor or manufacturer representative on (B)(6) 2014, and their concerns were resolved. It was further reported the patient was also still having concerns regarding her device or therapy and had additionally worked with her doctor or manufacturer representative on (B)(6) 2014. It was noted the patient was scheduled to see her doctor again on (B)(6) 2014.

Manufacturer narrative:
Product ID 97740, serial# (B)(4); product type programmer, patient product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 97740, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient put the implantable neurostimulator (ins) at a lower setting on the night prior to report because she did not want higher stimulation. It was noted that the patient turned over in bed on the morning of report to turn off the CPAP machine. It was noted that it was like the patient was being electrocuted. It was noted that her head was buzzing, her eyes were ¿budding,¿ and her stomach was buzzing. It was noted that the patient was upset and thought that they were going to vomit right in the bed. The reporter stated that they did not know what happened but that it would not shut off. It was noted that the programmer would not turn off. It was noted that when the patient hit the button it took you to the groups, like the on button did. It was noted that the patient was scared of it. The reporter stated that they ¿couldn¿t turn it off because, it won¿t turn off.¿ it was noted that the patient put the stimulation down to nothing and hadn¿t used it. It was noted that the patient synched with the device and described the screen that the ins was off and at half, the patient programmer was at ¾ charged, and the patient was on group a. It was noted that the patient asked how it got turned off. The patient was reminded that they were trying to turn the device off. The patient stated that when she was trying to turn it off it would just take her to the screen she just described. The patient stated that she ¿was not going to use that and let that happen to her again because, that was mean.¿ it was noted that the screen would not go blank. It was noted that the patient pressed the ins on button and reported seeing the lightning bolt. The patient then reported that the ins would not turn off. It was noted that the patient pressed the ins off button and stated that it would not go off. It was noted that the lightning bolt went away. It was noted that the patient was instructed not to charge. Additional information received reported that the cause of the event was that the patient changed positions to her back. It was noted that there were no abnormal impedance measurements. It was noted that the no surgical intervention occurred. It was noted that there were no interventions. It was noted that the signs and symptoms included strong unwanted stimulation when rolling onto back. It was noted that hospitalization was not required due to the event. It was noted that the outcome was no injury. It was noted that there was no other information of importance.